Event description:
Reporter stated the customer experienced hyperglycemia of above 400 mg/dl due to inaccurate insulin delivery. He vomited and felt bad, and he met with an endocrinology nurse and was advised to use a pen for insulin delivery. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.